Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up experiencing fatigue. Upon device interrogation, an alert for high pacing impedance was noted on the right atrial lead which resulted in polarity switch. Inhibition of pacing was also noted in the auto mode switch episodes triggered by noise on the lead. The noise was not reproducible in the clinic. A lead fracture was suspected. The patient was stable during and after device interrogation. The lead was capped and replaced on (B)(6) 2016.